Event description:
It was reported that the patient was hospitalized due to unknow reason, and it was noted they had developed sepsis. The physician elected to administer antibiotics. The physician did not state that he believed it was related to the products or procedure. The patient was stable throughout.

Event description:
It was reported that the patient presented with symptoms and has developed sepsis. The infection was treated with antibiotics. The infection was not related to the products or the procedure. The patient was stable throughout.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.